Event description:
Softlab order entry does not use the correct test definition search to find the blood product when manually ordered. The test definition search utilized was not defined on the system. When a like-product is ordered on an existing order using softlab order entry, the corresponding crossmatch is not ordered. A configuration change in softlab will be implemented to remedy the problem.

Manufacturer narrative:
Affected products include softlab versions 4.0.1.13.3, 4.0.1.8 - 4.0.1.14, 4.0.2.0 - 4.0.2.10, 4.0.3.0 - 4.0.3.7. These versions of softlab are affected when used with the softbank module. Method: inspected source code of program.